Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call of a faulty reservoir. The customer's blood glucose reading was 246 mg/dl. The husband stated that there were several air bubbles in the reservoir. The husband stated that his wife's blood glucose reading were running high and he noticed the air bubbles. The approximate size of the air bubbles in unknown. The customer was advised that rewinding with a reservoir in place will create air bubbles. The customer stated that the reservoir was not rewound with a reservoir in place. The customer did not want to troubleshoot during the time of call.